Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016 at 06.18 a.m. Customer measured a blood glucose value of 140 mg/dl. She ate 5 carbohydrate units and meter gave bolus amount of 5.1 i.u. According to customer bolus of 5.1 i.u. Was confirmed. Customer stated pump didn¿t deliver insulin. Bolus of 5.1 i.u. Wasn¿t listed on pump or on meter. No bolus was canceled, no connection error. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.